Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 20 mg/ml bupivacaine at a dose of 7.4 mg/day, 1250 mcg/ml compounded baclofen at a dose of 460 mcg/day, and 11 mg/ml morphine at a dose of 4 mg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that a motor stall was seen at the initial interrogation of the pump status and/or the event log report. It was unknown if the patient recently had an MRI. The logs showed multiple motor stalls and recoveries with the first stall on (B)(6) 2017. The representative had read the pump logs as the pump was being changed out. The representative reported that the catheter sutureless connector (sc) piece came apart (the white part separated from the metal part). There was also a slice in the catheter, but it could have been caused when the healthcare provider (hcp) had to cut the mesh pouch. It was reported that a catheter event had been confirmed. They found that the sc went bad and looked like it was leaking at the connection point. Additional information was received on (B)(6) 2017. The representative evaluated that the patient had a stalled pump prior to the replacement case starting. During the replacement case, the patient¿s catheter broke apart at the sutureless connector point of attachment. Both were revised. The representative sent the catheter and pump on (B)(6) 2017 as part of the complaint. Additional information was received from a company representative (rep) via the return paperwork and the pump logs were provided last examined (B)(6) 2017 (last changed (B)(6) 2017) showed a motor stall occurred on (B)(6) 2017 at 02:35 and recovered on (B)(6) 2017 at 10:34. The pump stalled again on (B)(6) 2017 at 14:42 and ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2017 and recovered on (B)(6) 2017 at 02:35. The pump stalled again on (B)(6) 2017 at 04:51. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative on may 15, 2017. The representative reported they were made aware of the event by the healthcare provider during the replacement surgery. The representative stated to their knowledge the patient did not report any symptoms; however, the healthcare provider stated the patient had less control of their spasticity during the procedure. It was unknown what the patient weighed at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Analysis of the catheter identified tearing/circular coring in the cup of the sutureless connector (sc) consistent with the tip of the connector on the pump. Leaking was seen at the connector during pressure testing that met leak criteria per (B)(4). Additionally, a hole caused by deep abrasion was found on a segment of the catheter body. Result code (B)(4) and conclusion code no longer apply. Conclusion code applies to the pump, and conclusion code applies to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.